Event description:
Additional information received from the health care provider (hcp) reported that the patient was still having the shocking sensation. X rays were obtained and were fine. The device was reprogrammed but this did not resolve the issue. It was noted that cycling was enabled. When the health care provider turned soft start/stop off with continuous mode it recreated the same shocking. The health care provider then turned soft start/ stop on along with continuous mode and the patient's shocking stopped. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v939081, implanted: (B)(6) 2012, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v939081, implanted: (B)(6) 2012, product type; lead. (B)(4).

Event description:
It was reported that since an adjustment at the healthcare professionals office on (B)(6) 2015 there was a shocking sensation. There was an intermittent/erratic change in therapy. The patient had gone back to the office on the same day and the therapy was off. The patient had gone out to eat after the programming session but could not eat. The patient felt a surge of power like a shock in teeth and arm; experiencing an electrical shocking in her jaw and right arm. The surge in power was happening every 2 hours; the patient had been timing it. There were no falls or traumas associate with the event and no recent medical testing or electromagnetic environmental exposure. The device had been checked with the patient programmer and stimulation was on. The patient did not have the ability to change stimulation. The patient met with the healthcare professional on the day prior to the date of this report. Surging was now occurring every 9 minutes after the hour every 2 hours and prior to program was every 45 minutes after the hour with a cycle of every 2 hours. This was a sudden change. The patient's tremors were under control and the patient would know if therapy was off. Patient had bilateral stimulation and was getting good symptom control; patient was getting intended therapeutic effect from the deep brain stimulator. The patient had a terrible tremor still but it had decreased significantly with the therapy. The healthcare professional was hoping to eliminate the surgery every 2 hours with programming on the day prior to the date of this report but the patient was still having the same issue. The deep brain stimulator was adjusted to a new electrode profile on the left. The cause of the intermittent shocking was not determined. Impedance testing was done. The right side was showing at 1.5v highest at 1979 ohms and lowest at 1078 ohms. The left side was showing at 1.5v lowest less than 50 ohms and highest at 1147 ohms. The implant was off. Stimulation was on when the patient had come to the appointment and the patient had experienced the shocking sensation while in the office. The device was shut off to see if shocking stopped. They could not leave stimulation off for too long because the patient was intolerable with stimulation off. The patient only had one group. Therapy change was not related to positional movement; shocking occurred with any position the patient was in. It was not associated with a specific manipulation of the device and it had decrease the severity of the shocking sensation for a little while. Patient settings on the right side were 3+1-0- and the left side was c+1- 2-. Therapy impedance on the right side was 723 ohms and on the left side was 684 ohms. The patient was not programmed on the lowest impedance value on the left side which was 0/3 that was showing less than 50 ohms. The device was palpated and it had not elicit ed shocking. No imaging had been tried yet. It was noted that the right side seemed to be the shorter lead and it pulled the skin and was too tight.